Event description:
Philips received a complaint by the customer on the v60 indicating that the device is receiving an error code 1127 ovp circuit failed message. The system was not in clinical use; there was no reported harm to patient/user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse instructed the customer based on the steps within the manual. The rse recommended to replace the motor control (mc) pcba or the power management pcba. Customer will attempt to swap mc board with another unit and call back if further assistance needed.

Manufacturer narrative:
It was confirmed that issue could not be duplicated after the reported event after running the unit continuously for 4 hours. Customer verified 2.5vdc between r107 and c72 on the da board, the system was working properly. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.